Manufacturer narrative:
The device was not returned for evaluation. An event regarding altr involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
It was reported that during a revision hip surgery, massive soft tissue damage was reported alval). It was reported that dead necrotic tissues were observed during surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that during a revision hip surgery, massive soft tissue damage was reported alval). It was reported that dead necrotic tissues were observed during surgery.